Manufacturer narrative:
Tech found left foot brake caster would not hold when brake was engaged. Replaced caster to resolve this issue.

Event description:
Info received that the pt left foot brake caster would not hold bed in place when brake was engaged. No injury reported.